Event description:
It was reported by the rep that the (1) lcsc5 was used during a laparoscopic sigmoid resection procedure. It was reported that the device was working fine throughout the case. The last stretch of tissue to cut/coagulate the blade gave a still tone. The staff tried everything-removing eschar tissue, drowning it with saline to free any jammed tissue, disassembly and reassembly. Nothing enabled the staff to revive the instrument. The case was finished with electrocautery reusable scissors.